Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as damage of parts due to wear, deterioration, deformation or some kind of physical stress without any design or manufacturing issue. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited chipped adhesive at the bending rubber, and the up-down plate and control unit were sticky due to water leakage. There was no patient injury occurred. If this malfunction were to recur, it could cause or contribute to serious injury.